Manufacturer narrative:
Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under mdq-CAPA-164 which was opened on july 28, 2005.

Event description:
The pump was returned for service. During service, channel b failed accuracy test.